Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer, with supplemental information provided by a nurse, in the USA. This report is of peritonitis and stomach pain in a patient coincident with dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following information was reported. On an unknown date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient was re-hospitalized. The nurse stated that the patient was hospitalized for stomach pain, from (B)(6) 2012, and had no peritonitis at that time. Treatment rendered for the event was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The cause of the peritonitis was not reported. On an unreported date, the patient recovered from the peritonitis and stomach pain. Per the nurse, the event of stomach pain was unrelated to dianeal therapy. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). The problems were not confirmed. No device malfunction or use error was identified. No assignable cause was determined.